Manufacturer narrative:
During the eval of the device at the MFR's service center, several "service required" codes were found on the ventilator's downloaded error log. The device's sensor board and power management board need to be replaced to address the issues. The estimate for repair was rejected by the customer and the device was returned unrepaired per the customer's request. Device returned unrepaired per the customer's request.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.